Event description:
Pt at pulmonary clinic appointment when vent stopped functioning for a few minutes. According to multiple by-standers no alarm sounded. Pt was bagged. Vent resumes function after a short time period. In weeks prior to incident family member stated unit had auto-cycled several (many) occasions. Also internal battery lasts only 10-15 mins. No problem while on external. No message or alarms. Device was on external battery, for 3 hours, at the time of the event. Accessories used: hme, o2 source. No pt harm .